Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The customer disconnected from her insulin pump because it was alarming no delivery and lost it since then. She was advised to return the insulin pump if she found it. Nothing further to report.